Event description:
A silicone lens model aa4203tl, diopter 17.5 was difficult to advance prior to insertion. The lens was not implanted and there was no pt contact. The facility believes, there was a cartridge malfunction. The surgeon used an mtc-60c cartridge and the lot # is unk. The model and lot # for the injector is also unk.

Manufacturer narrative:
The cartridge was not returned and unavailable for eval. However, the visual inspection of the lens showed evidence of surgical residue, and there was no visible damage to the lens.